Event description:
In this event it was reported that a point of a cavitron fsi-sli insert fractured inside a patient's mouth and became embedded in the gingiva. A doctor anesthetized the patient and removed the piece of the point.

Manufacturer narrative:
Per condition #1 on FDA exemption #(B)(4), events meeting the definition of a serious injury are reportable. Therefore, because this event resulted in medical intervention to preclude permanent impairment/damage of a body function/structure, thus meeting the definition of a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.